Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer stated that she was new to the sensor. The customer stated that her continuous glucose monitor read 85 mg/dl while her blood glucose was 45 mg/dl. The customer's current blood glucose is 53 mg/dl. The customer stated that the pump went into threshold suspend. The sensor reading was 80 mg/dl. The customer was advised of the differences between sensor glucose versus blood glucose.